Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint.

Manufacturer narrative:
H3 product analysis:evaluation determined overheating. The device was tested and the maximum temperature was measured to be 126°f. The likely cause of failure was identified as detached bearings. B3 date of notification: 01-jul-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.